Event description:
It was reported that the patient presented to the hospital for a revision of the right ventricular lead, which had perforated. The lead was repositioned successfully and electrical values were appropriate. The patient was well post procedure.